Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father was reported via phone call that, the insulin pump where the reservoir goes in cracked and the reservoir is unable to lock in place when inserted into pump due to o-ring was missing. The blood glucose was 320 mg/dl at the time of the incident and customer declined troubleshooting for it. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no missing segments and partial display anomaly noted. However, we were unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked case display window corner, stained end cap sticker, stained address, serial number label, broken belt clip slot, cracked case reservoir tube window corner and missing reservoir tube o-ring.